Event description:
The customer contacted physio-control to report that when their device was powered on it had a white screen, indicating that the unit was locked-up and could not be used for defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they had replaced the device's 3-volt coin-cell battery, but that the reported failure persisted. The customer further advised that the device has been removed for service for the time being because they do not currently have the resources to complete the repair. They are unsure when, or if, this unit will be repaired. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported lock-up failure. Unrelated repairs were performed to the device and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.the cause of the reported failure could not be determined.